Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the asymptomatic patient's implantable cardiac monitor exhibited undersensing. It was noted that there was a partial signal drop out and r wave amplitude drop. The patient presented to clinic of (B)(6) 2018 and programming changes were made. No further episodes were noted after the changes.